Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the monopolar curved scissors (mcs) instrument would not close completely. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors instrument to perform failure analysis. Fa was not able to confirm/reproduce the reported complaint. The instrument underwent external and internal visual inspections, and no issues were detected. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument blades opened and closed properly. The instrument passed the electrical continuity and energy delivery tests. No motion related issues were detected during the failure analysis. No product issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.

Event description:
Refer to h11 for follow-up information.